Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2017 with the following findings: a battery was not returned with the pump for investigation. Review of the black box data verified the voltages were steady with no sudden drop prior to the alleged temperature event on 10/03/2017. The pump¿s electrical current draws were evaluated and found to be within required specifications. The pump was powered on and was exercised for 24 hours without interruption in power or overheating duplicated. Investigation did not duplicate the complaint and the pump was found to be functioning normally.